Event description:
It was reported that pump battery would not charge, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Issue occurred prior to contact and had already resolved by the time customer spoke with technical support, as pump began charging; customer had been using a non-tandem wall adapter with a tandem charging cable, was advised not to use third-party charging supplies except when instructed for troubleshooting, acknowledged this guidance, and was provided a replacement tandem wall adapter, after which no further assistance was required.